Event description:
It was reported that the haptics were sticking at the optic or at the edge of the optic and ''can be loosened only very hard''. The surgeon used eyefill as viscoelastic (ovd) and a 1mtec30 cartridge. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Age at time of event: unknown. Sex/gender: unknown. The complaint was ''gathered by the customer april 2015''. The exact date was not provided. Date of implant: event information was ''gathered by the customer (B)(6) 2015''. The exact date was not provided. If explanted, give date: not applicable; lens. Remains implanted at time of report. Concomitant products: eyefill viscoelastic; 1mtec30 cartridge lot no. Cp00971. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. A review of the raw material/manufacturing procedures in the change control system was performed for the period when this production order was manufactured and no changes were implemented during the manufacturing of this production order in method, inspections or specifications that could be related with this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.